Event description:
It was reported that spring tension failed in the dental x-ray unit causing the tube arm to drop and strike the dental assistant and the patient. The patient was cut on the bridge of the nose by the tube unit. There was no report of injury to the dental assistant. The device is believed to have been installed more than 25 years ago.